Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after pump was disconnected to take a shower. Customer reported that the pump did not alert when the issue occurred. Tandem technical support verified alerts in pump history which had been cleared. Pump resumed insulin delivery and there was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, recommendation was made to the customer to check with their health care provider regarding alarm volume settings.